Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during hysteroscopy with endometrial radiofrequency ablation, the electrode loop got caught on a fibroid and broke off inside the patient. The broken piece was not retrieved. A CT scan confirmed the loose piece. The procedure was prolonged by less than 30 minutes and completed using another new electrode. There were no further reports of patient harm.